Event description:
Complainant alleged that during an open heart surgery procedure on a pt (age and gender unk) the device's energy down button needed to be pressed "several times" before the device was able to decrease the selected energy. When the device was in "sync" mode the device was unable to switch out of "sync" mode. The device reportedly failed to discharge with internal handles attached. The device was turned off/on and was then able to discharge energy to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.